Event description:
The customer contacted stryker to report that their device did not seem to see the defibrillation electrodes and kept prompting to attach "stickers". When they tested the device, it was observed that the device did not charge for defibrillation properly. In these states defibrillation therapy would be delayed or unavailable if needed. There was no patient use reported for this event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer¿s device but was unable to duplicate or verify the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device did not seem to see the defibrillation electrodes and kept prompting to attach "stickers". When they tested the device, it was observed that the device did not charge for defibrillation properly. In these states defibrillation therapy would be delayed or unavailable if needed. There was no patient use reported for this event.